Event description:
The customer alleged that the audio alarm works intermittently at times. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse replaced the alarm assembly as a precaution. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.